Manufacturer narrative:
Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and cracked belt clip slot.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. The device also has cracks near the reservoir. Customer's blood glucose was 143 mg/dl. Customer does not know how the damage occurred to the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.